Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily tortuous right coronary artery. The 2.25x38 mm xience sierra stent delivery system (sds) could not be advanced to the target lesion due to the anatomy, even with a non-abbott guide extension catheter. The xience sierra sds was removed with resistance noted with the anatomy. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.